Event description:
Customer reported the system is displaying high ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver and generator driver boards. System operates as intended.